Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It has been reported that the cardiosave intra-aortic balloon (iabp) does not trigger properly from the ECG wave form. The circumstance of the event is unknown; however, no adverse event was reported.

Manufacturer narrative:
Getinge service was not specifically requested by the customer in connection with this event because a service contract was not in place. Subsequently, the customer established a service contract with getinge, and a service territory manager (stm) performed a preventative maintenance (pm) on the iabp unit. During this pm evaluation, the stm reported that the iabp functioned to specifications with no issues and was cleared for clinical use.

Event description:
It has been reported that the cardiosave intra-aortic balloon (iabp) does not trigger properly from the ECG wave form. Both the circumstance of the event or if a patient was involved are unknown; however, no adverse event was reported.